Event description:
It was reported that during an in clinic follow up, noise was observed on the rv channel. The patient did not want to replace the lead. The patient will be monitored.

Manufacturer narrative:
(B)(4).